Event description:
It is reported that after an implantation time of almost 2 years (implantation date: (B)(6) 2010), the stem was loose (left hip) and the pt underwent a revision surgery on (B)(6) 2012. During the revision surgery, the shell was checked, it was also identified as loose. It is unk if the product will be returned.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation, an amended medial device report will be filed. (B)(4).